Event description:
The remstar pro c-flex+ device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device at the third-party service center, the device was visually inspected and there was evidence of visible foam particles inside the blower kit. Additionally, dust contamination confirmed during the evaluation. There was no report of patient harm or injury. The device was scrapped. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.